Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 80. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "1d po valve is not adjustable. Explanted.".

Manufacturer narrative:
The shunt system was received submerged in an unidentified liquid in a plastic container. No significant deformations or damage of the valves were detected during the visual inspection. The permeability test has indicated that the progav 2.0 valve has a blockage and that the shunt assistant is permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The braking functionally test has shown that the brake function is fully operational and the braking force is within the given tolerances. We performed a visual inspection of the progav2.0 shunt system. No deformation or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valves. The progav valve was not permeable. The shunt assistant was shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valve. Inside the valves we have found a slight buildup of substance (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. However, we did determine that the progav 2.0 valve was occluded. It is possible that the deposits observed, as minimal as they were, inside the valve could have compromised the shunt system.